Event description:
In 4/94, we began noticing an increase in positive monospot tests using device. At that time, the co was notified and several samples and the kit in use were sent to them. Their technical svc rep agreed that these results were false positives. Since then we have been checking all positives by another method and have found several more false positives. Co has not given rptr a resonable explanation at this time.